Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus australia(oaz). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oaz, omsc concluded that the reported phenomenon was attributed to the failure of the main circuit board. The subject device was not returned to omsc, the exact cause of the failure of the main circuit board could not be conclusively determined. However, there was the possibility that it was attributed to the failure due to aging deterioration because five years and four months had passed from the subject device had been manufactured. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Oaz checked the subject device and found that the reported phenomenon was duplicated due to failure of the main board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the maintenance, the subject device was not working and the front panel display went out when pressurized. There was no report of patient injury associated with the event.